Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during calibration, the ophthalmic system's aspiration in vitreous mode had started working but then stopped, and it appeared that aspiration had been disabled. Changing to a different step allowed aspiration to resume. The patient impact have not been provided.

Manufacturer narrative:
Service history was reviewed for the system. No service record relevant to the complaint reported event was found. All manufacturer systems are verified to meet specifications after installation and customer initiated servicing in accordance with procedure. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was not performed. As the unit was manufactured exclusively under specific protocols/surgical procedures protocols, a similar complaint review of the serial number was not performed. A company representative was on-site at the time of the event and was able to confirm the reported event. It was observed that the ¿bimanual aspiration¿ in the laser surgical step, was set to ¿off¿ by default. As a result, this overrode the ¿aspiration state¿ when the laser probe was inserted or removed. This gap in software resulted in the aspiration turning off until the surgical step was changed. An internal investigation was opened to address the issue. The root cause of the reported event is attributed to software. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).